Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete functional testing) was confirmed. Upon investigation the monitor displayed a service code 204(belt/monitor unusable). The cause for the failure was isolated to a defective esd3 component on the computer/analog pca. The root cause for the defective esd3 could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor does not communicate with belt.